Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "lo"results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-180mg/dl fasting. Verified test strips expire 07/28/2017. Customer's test strips are being stored in the kitchen, and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: lo mg/dl adverse event not reported.

Manufacturer narrative:
(B)(4). The investigation and product evaluation was completed. Black chemistry was observed the returned test strips produced low readings. The most likely underlying root cause of the chemistry observed was due to improper storage.

Event description:
Customer complains of "lo"results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-180mg/dl fasting. Verified test strips expire 07/28/2017. Customer's test strips are being stored in the kitchen, and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Adverse event not reported.